Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (06/13/2014), the patient¿s products have been returned and evaluated by lifescan product analysis with the following findings: the meter was returned on (B)(4) 2014 and evaluated on (B)(4) 2014. It passed all testing with no faults found. Error messages 4 and 2 were observed in the error log, but error was not reproduced during the investigation. The test strips involved with this complaint were returned on (B)(4) 2014 and evaluated on (B)(4) 2014. On performance testing with control solution, an error 4 was observed with no assignable cause found, therefore these strips failed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.